Event description:
Information received by medtronic indicated that the customer reported the pump got failed battery alarm. No harm requiring medical intervention was reported. Troubleshooting was not performed . The customer will discontinue the use of the insulin pump and it will be returned for analysis

Manufacturer narrative:
(B)(4). Pump booted up once installing an aa lithium battery. The pump passed the displacement test, sleep current test, and active current test. The pump failed the self test due to appearance of pump error 63. Successfully downloaded pump history files and traces using thus software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump alarmed six failed battery tests on the event date of (B)(6) 2020 at 18:38:52.000, 18:39:13.000, 18:39:14.000, 18:39:42.000, 18:40:31.000, and 18:40:38.000. Pump alarmed a low battery alert on the event date of (B)(6) 2020 at 18:18:00.000 and was expected. Pump alarmed a pump error 63 during testing on (B)(6) 2023 at 12:28:14.000 (variable #: 3) pump was cut open to perform visual inspection and found moisture damage on the force sensor and pcba 1. Also found broken traces on the u1 chip at the keypad assembly on pins # 6 sda and #1 vdd. The following were also noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked case (battery tube), label damage, corroded battery tube, and corroded battery tube spring. Failed battery test and blank display were not confirmed during testing. Pump error 63 (variable #: 3) was confirmed during testing due to broken traces on the u1 chip at the keypad assembly on pins # 6 sda and #1 vdd. Moisture damage was confirmed found on pcba 1, force sensor, and battery tube. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.